Event description:
It was reported to philips that the nav-ring was not working. The touchscreen did allow for setting changes. There was no patient involvement or harm noted. The customer spoke with a philips remote service engineer. A philips field service engineer (fse) will be repairing the device.

Manufacturer narrative:
The complaint investigation has come to a reasonable conclusion that the event is no longer reportable. The event is no longer reportable due to the customer having confirmed that the navigation ring not working was identified during testing, there was no delay to patient therapy, and therefore the malfunction does not have the potential to result in a death or serious injury.

Event description:
It was reported to philips that the nav-ring was not working. The touchscreen did allow for setting changes. There was no patient involvement or harm noted. The customer spoke with a philips remote service engineer. A philips field service engineer (fse) will be repairing the device.